Event description:
It was reported that a y-type blood set was damaged in the second chamber of the device. This occurred before use of the device. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.